Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was oversensing of ventricular activity (far field r-wave) with this pacemaker. It was also suspected that episodes of atrial tachycardia response (atr) might have triggered a ventricular pace-initiated pacemaker mediated tachycardia (pmt) episode. The patient reported dizziness and palpitations but noted significant improvement with the sudden brady response (sbr) programming. Technical services (ts) were contacted for a detailed review and to optimize device programming. A ts consultant verified the absence of pmt episodes in the device's logbook. Recommendations for programming adjustments were made to resolve the oversensing issue. Furthermore, the ts consultant affirmed that the sbr settings were suitable for the patient and no additional programming alternatives were available. The device remains active and implanted, with no negative effects on the patient reported.